Manufacturer narrative:
Worn components were discovered throughout the device, including bearings, bearing stop and nose cone. Worn components are a probable cause of overheating.

Event description:
It was reported that during a surgical procedure at the user facility the drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.